Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a clearlink system secondary medication set. This occurred during infusion. An attempt to infuse a zosyn bolus via a non baxter pump was not successful; the patient did not receive the medication. There was patient involvement; however, no patient injury or medical intervention was indicated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.